Event description:
Patient reported the sudden loss of stimulation for implantable neurostimulator (ins) back in (B)(6) 2016. Patient reported the poor communication on patient programmer (pp) and they tried to unplug antenna and place pp directly over ins on skin but it did not resolve the issue. Patient had not been able to communicate with programmer since beginning of the year but it never showed that screen but it just kept showing like it was searching for the device. Patient was advised that their ins might have dead and it needed to be replaced. Patient was implanted back in 2008 so it can be dead. Patient was advised to consult with the physician regarding all the information. No patient outcome was reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that they met with the patient on tuesday, (B)(6) at the doctor's office to interrogate the ins. It was determined the patient ins was depleted and the patient was scheduled for a ins replacement on monday, (B)(6). The rep could not communicate with the ins using the clinical programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.